Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels near 500 mg/dl. The customer stated that he could not control his blood glucose levels, and was vomiting. The customer was unable to move, and had to be picked up. The customer stated that he received the reservoir recall letter, and threw away all of the boxes of reservoirs he had. However, his reservoirs were not involved in the recall. Nothing further was reported.